Event description:
It was reported that lead dislodgement was observed on the rv lead. Patient experienced chest pain and discomfort. Lead migration was observed on the rv lead. Patient was hospitalized. Lead repositioning was performed on (B)(6), 2017 and patient was discharged from the hospital on (B)(6) 2017. No additional adverse events were reported from the patient.